Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient called for assistance with changing her insulin cartridge. The patient was instructed to insert the insulin cartridge into the infusion device and she then accidentally pulled the plunger out of the cartridge causing insulin to spill into the cartridge compartment. A replacement infusion device was offered to be sent to the patient and she refused. The patient then requested to speak with management. The patient was advised to switch to alternative therapy. Upon management follow up, the patient stated that her infusion device had dried out and she wanted to reconnect to it. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. A backup infusion device was sent to the patient. The patient was not able to read the serial number of the infusion device. No product will be returned for evaluation.